Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. At the first device check, the battery had approximately six years remaining. It was noted that the patient was in chronic atrial fibrillation (af), right atrial (ra) output was at 5v with ra auto threshold, and right ventricular (rv) output was 1.3 at 0.4 auto. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected due to high atrial rate sensing. It was recommended to consider methods to reduce the high rate atrial sensing. This device remains in service at this time. No adverse patient effects were reported.